Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). The actual event date was not known. This date is based on the date of publication. It was not possible to match these events with any previously reported events.

Event description:
Pancucci, g., lopez-gonzalez, a., sanchez-garvi, e., ramos-soler, d., pla-cortina, c., prat-acin, r., botella-asuncion, c. Spinal granulomas associated with intradural morphine delivery systems: early diagnosis and surgical treatment. Clinical neurology and neurosurgery. 2013;115(10):2270-2273. Summary: the aims of the present paper are: to present two cases successfully treated at our unit with surgery, to offer an actualized review of the literature about this unusual complication, to discuss indications and results of surgical approach in patients with clinical evidence of myelopathy and to focus on the importance of MRI not only as a diagnostic tool, but also as a powerful way of following up patients with chronic intradural morphine infusion, in order to achieve diagnosis. Reported event: a (B)(6) woman experienced a growing dorsal pain and progressive paraparesia with walking impairment and the necessity to use a wheelchair 40 months post placement. MRI showed a nodular lesion at d5¿d6 level, next to the artifact produced by the catheter¿s tip. The mass presented contrast enhancement and was compressing and displacing the medulla, which also presented radiologic evidence of myelopathy from d5 to d9 (fig. 1a and b). A d5¿d7 laminoplasty was performed under evoked motor and somatosensory potentials neuromonitoring, achieving a subtotal resection of the mass (fig. 1c and d). A small portion remained firmly attached to the medulla and was left in site, because its manipulation produced reversible alterations on neuromonitoring. At histological examination, an inflammatory granulomatous lesion was identified, in tight relationships with the catheter¿s tip (fig. 1e and f). At 3 year follow-up, the patient is able to walk independently and pain control is possible (vas 2-3) with administration of low-dose transdermic morphic drugs.